Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign: australia review of the most recent repair record identified the following related repair: the cutter failed the test cut. The cutter will need replacement. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was in need of repair for an unknown reason. Unknown patient involvement and impact. Upon investigation of the device it was found to fail the test cut. Diligence is complete no further information is available.